Manufacturer narrative:
(B)(4).

Event description:
Home monitoring alerted that lead polarity had flipped in both leads from bipolar to unipolar. The patient was brought in for a follow up and all parameters appeared normal. After reprogramming the rv lead flipped to unipolar again. This device remains implanted.

Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned data were inspected. The inspection revealed that the polarity of the rv lead flipped from bipolar to unipolar configuration, as mentioned in the complaint description. The data showed ineffective rv pacing while in bipolar configuration and a normal pacing behavior after the flip to unipolar. The documented rv impedance values are low, particularly in bipolar configuration about 270 ohms. No anomalies were noted in the ra channel. Despite these observations the root cause of the clinical observation could not be determined. The data did not reveal any indication of a pacemaker malfunction. However, based on the information available for analysis, the integrity of the rv lead cannot be assured. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data confirmed the complained polarity flip of the rv lead and documented low sensing amplitudes and pacing impedance values as well as ineffective pacing in the rv channel in bipolar configuration. Based on the information available for analysis the root cause of these observations could not be determined, however, the integrity of the rv lead cannot be assured. There was no indication of a pacemaker malfunction.